Event description:
During a return sample evaluation of separate customer complaint, two samples were found to be missing the lot number, expiration date, and qr/barcode on the unit package.

Manufacturer narrative:
Two samples were identified to be missing the lot number, expiration date, and qr/barcode on the unit package. A review of the batch record did not identify any discrepancies or deviations of the production of the batch. A review of the packaging process identified that the two affected products would have been rejected by the vision system as they did not have a barcode. The probable root cause is human error. It is likely an operator introduced scrap product onto the conveyor belt in the good product stream and did not record the reintroduction. This conclusion is based on the automatic, continuous process and the defect is random and does not affect the other units adjacent in the process flow. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
During a return sample evaluation of separate customer complaint, two samples were found to be missing the lot number, expiration date, and qr/barcode on the unit package.

Manufacturer narrative:
Two samples were identified to be missing the lot number, expiration date, and qr/barcode on the unit package. A review of the batch record did not identify any discrepancies or deviations of the production of the batch. A review of the packaging process identified that the two affected products would have been rejected by the vision system as they did not have a barcode. The probable root cause is human error. It is likely an operator introduced scrap product onto the conveyor belt in the good product stream and did not record the reintroduction. This conclusion is based on the automatic, continuous process and the defect is random and does not affect the other units adjacent in the process flow. Addendum: a CAPA has been opened to further investigate this issue. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.